Event description:
Reported from a case to a revision of condylar replacement component, one of the condylar caps was found floating in the joint space upon opening the knee capsule. The case was a revision of the knee for infection where the surgeon was either replacing or removing parts and washing out the knee. In this case, the entire implant was removed and replaced with a fusion nail.